Manufacturer narrative:
B5: no additional information received from customer. D8: additional information d9: additional information h2: additional information, device evaluation h3: additional information h6: additional information this report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was foreign material found in the light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the bristle brush getting stuck and fracturing: if the tip of the treatment tool or brush is bent or worn, you may feel a strong resistance to the touch. If poor insertion occurs, it is thought that the condition of the treatment tool or brush may be the cause of the blockage. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had the bristle brush stuck. This malfunction occurred during inspection for use. There were no reports of patient involvement.